Manufacturer narrative:
This event occurred in (B)(6). The field service representative cleaned the sipper probe, checked the voltage and alignments, checked and cleaned the gripper finger, checked the mixer paddle, and checked tubings. He ran performance tests with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 13.13 iu/ml with a data flag. The sample was rerun on (B)(6) 2020 and the result was 0.1 iu/ml with a data flag. The sample was repeated a second time and the result was 0.108 iu/ml. The reagent lot number is 43091200 with an expiration date of 28-feb-2021. The results were reported outside of the laboratory. It is unknown which result was believed to be correct.

Manufacturer narrative:
The alarm trace showed a sample volume insufficient or clot pip alarm. This is an indication of possible poor sample quality. Qc was within specifications. There is no indication for a performance issue of the reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.